Event description:
Boston scientific received information that during a follow up this patient was admitted to the hospital for unknown reason. The patient was on a ventilator. Technical service suspected intermittent loss of capture. It was also noted that the patient had many ventricular tachycardia episodes. A nurse had inquiry about the electrocardiogram having dashes on the pace/sense channel. Technical services discussed possible intermittent noise and inhibition of pacing but not continuous to trigger ventricular tachycardia episodes. Technical services inquired about the noise response programming, but the field representative noted the issue is related to a patient condition, and the system will be monitored. Most recent information noted that the device was interrogated and the patient status remained unchanged. The device was reprogrammed, and it was confirmed that the patient was asystolic a week ago while on the hospital monitor. The patient did not have any asystole in (B)(6) when the ventricular tachycardia episode was recorded and there was no asystole on (B)(6) 2014 when they captured a presenting electrocardiogram during the device check. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.